Event description:
Medtronic received a report that the patient was undergoing treatment for a right-sided middle cerebral artery aneurysm. It was noted that the patient's vessel tortuosity was minimal. The access vessel was the femoral artery, with 7mm diameter. It was reported that after normal hydrophilic shaping, a stryker 0.014 guidewire was introduced, but the guidewire could not pass through the microcatheter. Repeated adjustments were made, but the guidewire still could not pass through the microcatheter. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use(IFU). No patient symptoms or complications were associated with this event. Additional information was received stating that the cause of the resistance was not determined. Resistance was in the distal section of the catheter.

Manufacturer narrative:
H3 product analysis: as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. The stryker 0.014 guidewire used during the event was not returned. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be damaged/punctured at proximal end of distal tip. The damage appeared to be consistent with steam shaping. The distal tip was found to have been shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~156.0cm. The echelon-10 useable length was measured to be ~148.3cm which is within specification. The echelon-10 micro catheter was flushed, water exited from the puncture and the distal tip. One in house guidewire was hydrated per the hydrophilic guidewire IFU. The in-house guidewire was inserted into the echelon-10 micro catheter hub and catheter lumen. No resistance was encountered. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during device delivery¿ was unable to be confirmed. Possible contributing factors to ¿catheter resistance during device delivery¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. It is possible the damage (puncture) found with the returned echelon-10 micro catheter contributed to the reported resistance. It is possible the shaping of the echelon-10 distal tip shaping contributed to the event. The customer reported having shaped the echelon-10 micro catheter. The synchro-14 guidewire has an od (outer diameter) of 0.014¿ per an online source. Per the product labeling, the echelon-10 micro catheter is compatible for use with guidewires with a maximum od of 0.014¿. The echelon-10 micro catheter has a labeled inner diameter (ID) of 0.017". Therefore, the synchro-14 was found to be compatible with the echelon-10 micro catheter. Therefore, the echelon-10 micro catheter was found to be compatible for use with the synchro-14 guidewire. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.